Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2008. The pt received a zenith flex aaa endovascular graft bifurcated main body, two zenith flex aaa endovascular iliac legs and a zenith flex aaa endovascular graft main body extension. The procedure was completed without reported incident. The physician placed a bolton thoracic graft on (B)(6) 2009. The thoracic graft placement was due to the thoracic region needing repair as well. On (B)(6) 2011, the physician brought to the attention of a local area representative the results of a recent CT scan. Over time, the pt's right renal artery has shut down. The right kidney has shrunk from 9 centimeters down to 6 centimeters. Currently intervention has not been scheduled. Images are being provided to assist in this investigation.

Manufacturer narrative:
(B)(4) occlusion is labeled in the IFU. Event eval: still under investigation.